Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medapplication process stopped interacting with windows and was closed. A technical support specialist had dialed in, verified that the station was idle, reviewed medapplication logs showing a 30-minute gap between performance entries, and confirmed data sync logs indicating the device attempted to start client sync services during the restart window. Event viewer logs showed the executable carefusion.dispensing.medapplication.exe version 3.25.0.71 had stopped responding. The specialist referenced knowledge article (ka) "application hang/crash or slow performance windows 10", identified that a proactive inspection (pi) exists for this issue and will be addressed in future release version 1.7x and above, applied the ka by disabling services, and communicated findings to the customer. After confirmation from the customer, the case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that station had a blue windows screen. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.